Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. No product evaluation was performed since the graft remained implanted. Results: a review of the device history records, including the collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The water permeability testing performed on six grafts coated on the same day as the complaint device did not show any poor collagen adherence. In addition, it should be noted that a qc inspection is performed on every finished graft and no defect was evidenced on the complaint device. Conclusions: no conclusion can be drawn. However, the investigation performed would tend to indicate that the product was not defective.

Event description:
The patient underwent a remodeling procedure with annuloplasty on (B)(6), 2011. It was reported that the patient had a cerebral embolism with positive CT (computed tomography) a few weeks following the operation. No additional information could be obtained from the hospital at the time of this report.